Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with several unexpected restarts. The customer's blood glucose at the time of the initial incident is unknown. The customer stated that the unexpected restart typically occurs shortly after inserting a new battery, and that it does not occur during normal pump use. The customer was advised to monitor the pump and call back if the issue continues or becomes a problem. The customer was also advised to call back next time they are about to change the battery so that troubleshooting can occur if the unexpected restart happens at that time. No products were shipped or returned.